Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma, discomfort and pain.

Event description:
Healthcare professional reported left side "capsular contracture baker grade unknown, seroma, discomfort and pain." Device remains implanted.

Event description:
Device has been explanted

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: yellow particles on the surface of the shell. Deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.